Event description:
It was reported that the patient had many falls and as a result the patient's stimulator is not capturing the painful areas. Therefore, the patient is experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.